Event description:
The external pulse generator was returned to the manufacturer for repair after being dropped, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, and ring cover are broken and contaminated. Both bail covers, both bails, three case screws, and the battery drawer o-ring are missing. Battery contacts are compressed, battery drawer is broken, keyboard is scratched, lcd (liquid crystal display) is out of specification (missing pixels) and corroded, the main printed circuit board is corroded, and the battery release is contaminated. (B)(4).